Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, g3, g6, h2, h11. Once the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cm(B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: visual examination of the provided picture identified the tray was opened and there was white debris on the device; however, no product was returned and further evaluation could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that outside of surgery on (B)(6) 2024 foreign matter was found on the pulsavac component. There was no report of harm or delay as there was no patient involvement. Diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.